Manufacturer narrative:
H3: the dr did not request service for the infiniti system. The handpiece will be returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The dr reported that a corneal burn occurred on the pt's left eye during cataract surgery. Sutures were used to close the incision site. The pt outcome and prognosis is unknown.